Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rheumatoid arthritis. Previously administered products included for an unreported indication: nuvaring, spironolactone and hydrocodone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, hormone level abnormal, hypersensitivity, female sexual dysfunction, nausea, dyspareunia and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and alopecia was resolving. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), malposition of essure device, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss", reporter,lot number, concomittant and historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's past medical history included rheumatoid arthritis. Previously administered products included for an unreported indication: hydrocodone and nuvaring. Concurrent conditions included menometrorrhagia, cervicitis, metaplasia and paratubal cyst. Concomitant products included hydroxychloroquine phosphate (plaquenil), medroxyprogesterone acetate (provera) and spironolactone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and procedural haemorrhage ("extreme amount of pain and was bleeding quite a bit during the procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, mood swings, hypersensitivity, female sexual dysfunction, nausea, dyspareunia and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and alopecia was resolving. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, mood swings, nausea, pelvic pain, procedural haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and pelvic pain ("pain") in a 32-year-old female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's past medical history included rheumatoid arthritis. Previously administered products included for an unreported indication: hydrocodone and nuvaring. Concurrent conditions included menometrorrhagia, cervicitis, metaplasia and paratubal cyst. Concomitant products included hydroxychloroquine phosphate (plaquenil), medroxyprogesterone acetate (provera) and spironolactone. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and procedural haemorrhage ("extreme amount of pain and was bleeding quite a bit during the procedure"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, mood swings, hypersensitivity, female sexual dysfunction, nausea, dyspareunia and fatigue outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and alopecia was resolving. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, mood swings, nausea, pelvic pain, procedural haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporter and plaintiff concomitant medication added. New events plaintiff denies undergoing an essure confirmation test and extreme amount of pain and was bleeding quite a bit during the procedure were added. Event hormonal changes updated to mood swing. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.